Event description:
The customer reported the high flow insufflator had leakage at the connection hose of the pressure-reducing valve, leading to cooling and frosting. The issue was found during an unspecified procedure. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.